Event description:
Infected left big toe [localised infection]. Amputation of left big toe [toe amputation]. Needle breakage [device breakage]. Case description: this spontaneous case from the UK was reported by consumer, as "needle breakage; infected left big toe; amputation of left big toe" and concerns a male pt treated with novofine 30g 8 mm (device therapy) from and to unk dates for device therapy. Medical history included childhood asthma. In 2008, the pt was hospitalised with an infected left big toe. At about 4 days later, the pt's left big toe was amputated. At approximately 10 days later, the pt injected insulin in his right arm using a new needle. The needle snapped in the pt's arm. The pt had an x-ray performed to confirm the event. An attempt by a doctor to remove the needle was unsuccessful. In the next day, the pt spoke to an orthopaedic surgeon who explained that the needle could be removed in local anaesthetic and could leave a scar on the pt's arm. The doctor could not guarantee success due to the size of the needle. Therefore, the orthopaedic surgeon said that the needle could stay there at present. The wound was dressed with inadine (knitted viscose fabric impregnated with a polyethylene glycol (peg) base containing 10% povidone-iodine, equivalent to 1.0% available iodine) and dermapore tape. The pt had not until now experienced any needle breakage since he was diagnosed with diabetes mellitus 35 years ago. The pt was discharged from hospital on that day. After the pt was discharged from the hosp, treatment was required every 2-3 days, "vac dressing" to right upper arm was planned. "Vac therapy in situ" for the left big toe was planned. It was planned that the pt used crutches and did not bear any weight on his leg. It was assessed that the pt's risk of falling was none. Physiotherapy on stairs went without any problems. Outcome: needle breakage: not recovered. Infection left big toe: not yet recovered. Amputation of left big toe: unk. Reporter's causality all events: unk. Novo nordisk's causality all events: reportable. Comment: company comment: regarding the events infected left big toe and amputation, only limited info has been provided. It is therefore, difficult to assess causality assessment. However, infections are reported more commonly in diabetic pts than in non-diabetic pts. Comment: reporter's alternative aetiology: not reported.